Event description:
Reporter testing on accu-chek inform system (inform meter, comfort curve test strips lot # 549423, exp date# 01/31/2008). Reporter states, she tested pt with back to back results of 20mg/dl and 30mg/dl within minutes of the same meter. Then a lab was sent with a result of 120mg/dl. Pt was treated with d50 based on meter result. Pt is doing fine, no medications were given. Reporter states controls were ran earlier and passed. Actual numbers were not provided. No adverse event was reported. A request was made for return of the suspect product, and a replacement was sent.

Manufacturer narrative:
The suspect produce is comfort curve test strips, lot#549423, exp date# 01/31/2008, cat# 2030365.